Event description:
In 2002 pt had a laparoscopic cholecystectomy, a davis and geck laparoscopic grasper was used to insert drian into the wound. After removing the grasper from this wound, it was noted to be missing the foot plate. The wound was inspected for the piece of metal but it was not found." The user/facility was contacted for add'l info. No add'l info could be supplied by the user/facility.